Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 18 mg/dl. It was stated that the medical dr wanted the insulin pump replaced. No troubleshooting was done.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.